Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2017 with the following findings: during investigation, the pump was unresponsive with no vibratory or auditory alarms, and a blank display. The no power complaint was duplicated. Unrelated to the original complaint, the battery compartment was cracked on the side from the threads to the cover. The battery cap was not returned and a test cap successfully attached to the pump. A leak and moisture were found in the battery compartment. The pump was opened to find no further evidence of moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.(B)(4).